Event description:
The customer reported the system displayed a bv camera error and therapy failed to produce a fluoroscopy x-ray image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processing computer. The system was then found to be operating as intended.